Event description:
Revision surgery - the baseplate center screw broke. The surgeon removed the periphery screws.

Manufacturer narrative:
The reason for this revision surgery was reported as the baseplate center screw was broken and the peripheral screws are coming off (loosing fixation). The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. A review of the device history records showed eight non-conforming material reports associated with the product. The entire product involved was either reworked for functional performance or returned to vendor. The root cause of the revision surgery was not determined with confidence. The baseplate and screws can break or pull out from the bone if excessive loads are applied to the components. In addition, bad bone quality and trauma can contribute. There is no evidence of a product design or manufacturing problem with the product.